Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 67, 197mg/dl within 1 minute, with a difference of 87%. Pt did not experience any adverse events. No further info has been reported.